Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd module noise. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the distal end with ccd module fluid damage, the insertion flexible tube (ift) perforated, the remote control buttons perforated, the light guide cable buckled, the insertion flexible tube (ift) crushed, the lg prong deformed, the angle wire hard to move, and the u/d knob white marking faded/missing; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.